Event description:
It was reported that the wand was not working and was defective. Physician tried changing the battery and tested wand with different handhelds but it was not working. Physician thinks there is a problem with the battery connection of the wand. The defected wand was returned to the MFR for product analysis. Analysis was completed on the wand and the reported allegation was confirmed. The serial data cable, which produced communication errors, had intermittent conductors and the returned battery was depleted. A known good bench serial data cable and a known good bench battery were substituted. All communications errors cleared. No other anomaly was observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.